Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by an end user, who stated that the leg frame snapped and resulted in a fall, which caused some bruising. The complainant was unable to specify the location of the bruising. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.